Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 528 mg/dl; cause was unknown. Customer attempted to treat their bg with a manual injection and bolus via pump and could not recall the treatment received while hospitalized. Reportedly, the customer experienced damaged to their eyesight due to bg level. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.